Manufacturer narrative:
Device presumably discarded at hospital, cannot fully investigate. Review of device history records indicates the valve was built per specifications.

Event description:
Occurred in the us. During input of implant registration card information into the tracking system, it was noted that there were 2 aortic valves for the same patient. The surgeon's office was contacted to inquire about more information. We received the operative notes for the 2nd valve implant, describing the reason for re-operation as endocarditis. (Post-operative - late). Per operative notes, patient had complained of night sweats. Evidence of congestive heart failure upon admission. Echo revealed severe aortic insufficiency. Re-op'd with onxae-23mm on-x valve. Per operative notes: "the patient tolerated the procedure well and was transferred to ICU in critical but stable condition". Per aats/sts guidelines, endocarditis is defined as "valve-related", and is thus reportable. This is an expected adverse event, occurring well-within expected frequency (n=39, 0.02%/ptyr per p000037/r014 annual report). No trend is seen. Re-operation occurred which is classified as a "serious injury". The valve is unavailable for return, presumably discarded at the hospital.